Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor remains in use.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached premature battery depletion. It was noted that the reason was due to a delivery of a shock and the device attempting to connect to the remote monitoring network on a daily basis. The ICD is planned to be explanted and replaced. The status of the remote monitor is unknown. No patient complications have been reported as a result of this event.